Manufacturer narrative:
Batch review performed on 25-02-2025. Lot 2313297: (B)(4) items manufactured and released on 13-07-2023. Expiration date: 2028-06-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 1 year and 1 month from primary, the patient came in reporting instability and the cause is unknown. The surgeon upsized the liner (11mm to 17mm) and the surgery was completed successfully.